Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the sensation plus 40cc had balloon rupture issue while device was in use. Iabp was being used for pulsatility and first line therapy to bridge patient. No harm or injury to the patient was reported.